Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 600 mg/dl and an insulin injection was administered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin was administered. There was no permanent injury. At the time of the event, customer had not yet been discharged. Customer did not know the cause of the elevated bg. There were no issues observed with the pump supplies and no alerts/alarms were reported. Customer declined tandem technical support¿s offer to perform a pump system check as the pump was turned off during the hospital stay. Although multiple attempts were made by tandem technical support to obtain the discharge date, customer did not reply. Reportedly, customer changed pump supplies and resumed pump therapy upon discharge.